Event description:
Incorrect joint behavior: joint still defective, was only sent in under (B)(4). Still stance phase flexion resistance. Hand wash in the bath, knee was open when weight bearing and had no stance phase resistance. Fall caused laceration above the eye and slight concussion - outpatient treatment of the wounds.

Event description:
Incorrect joint behavior: joint still defective, was only sent in under 600717788. Still stance phase flexion resistance. Hand wash in the bath, knee was open when weight bearing and had no stance phase resistance. Fall caused laceration above the eye and slight concussion - outpatient treatment of the wounds. Further information received by cpo: "there might be a user error as the same problem is also in the service joint and the patient is probably not the fittest anymore. Can you please send the joint back with the note that no error could be detected?"